Event description:
The customer observed a false negative alinity I syphilis result generated on an alinity I am processing module for a 59-year-old male patient diagnosed with stomach cancer. Sid (B)(6) initial result = 0.48 s/co, repeat result = 0.48 s/co; maccura = 3.63 s/co; elisa = positive, tppa = positive. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21/-31, 510k k153730.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit lot 73534be01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history record review did not identify any non-conformances or deviations associated with lot 73534be01 and the complaint issue. In-house sensitivity testing was performed using a retained reagent kit of lot 73538be00, which contains the same bulk reagent with the complaint lot 73534be01, was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot performs as expected. Labeling was reviewed and was found to address the customer¿s reported issue. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 73534be01 was identified.

Event description:
The customer observed a false negative alinity I syphilis result generated on an alinity I processing module for a 59-year-old male patient diagnosed with stomach cancer. Sid (B)(6) initial result = 0.48 s/co, repeat result = 0.48 s/co; maccura = 3.63 s/co; elisa = positive, tppa = positive. There was no impact to patient management.